Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. B94872) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, shortness of breath, post coital bleeding, uterine polyp, endometrial polyp, irregular menstruation, iron deficiency anemia and multiparous. Concomitant products included salbutamol sulfate (albuterol sulfate) since 1998 for asthma as well as caffeine;paracetamol (excedrin) since 2009, ethinylestradiol; ferrous fumarate; norethisterone acetate (junel fe) from (B)(6) 2017 to (B)(6) 2018, hydrocodone bitartrate; paracetamol (norco) from (B)(6) 2014 to (B)(6) 2018 and naproxen (motrin) from (B)(6) 2014 to (B)(6) 2018. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)"), depression ("psych injury/psychological or psychiatric problems condition: depression") and anxiety ("psych injury/psychological or psychiatric problems condition: mental anguish"). In 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and anaemia ("bleeding: anemia"). The patient was treated with surgery (total laparoscopic hysterectomy (full), salpingectomy (bilateral), cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia and anaemia had resolved and the vaginal haemorrhage, depression, anxiety and female sexual dysfunction outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date, previously (B)(6) 2010 was reported and now (B)(6) 2014. Plaintiff received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse, menorrhagia (heavy menstrual bleeding), anemia, general abnormal bleeding diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded; on (B)(6) 2014: total bilateral occlusion, preliminary scout radiograph of the pelvis identifies bilateral essure micro-inserts in place, bilateral essure micro inserts in place. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received. Events per pfs: pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), anemia, general abnormal bleeding, psych injury were added. Outcome of pain, bleeding were added. Essure insertion and removal date were added. On 6-sep-2019: pfs and mr received. Events per pfs: abnormal bleeding (vaginal), psychological or psychiatric problems condition: depression and mental anguish, apareunia (inability to have sexual intercourse) were added. Patient's medical history and concomitant medications were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. B94872) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, shortness of breath, post coital bleeding, uterine polyp, endometrial polyp, irregular menstruation, iron deficiency anemia and multiparous. Concomitant products included salbutamol sulfate (albuterol sulfate) since 1998 for asthma as well as caffeine;paracetamol (excedrin) since 2009, ethinylestradiol;ferrous fumarate;norethisterone acetate (junel fe) from (B)(6) 2017 to (B)(6) 2018, hydrocodone bitartrate;paracetamol (norco) from (B)(6) 2014 to (B)(6) 2018 and naproxen (motrin) from (B)(6) 2014 to (B)(6) 2018. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)"), depression ("psych injury/psychological or psychiatric problems condition: depression") and anxiety ("psych injury/psychological or psychiatric problems condition: mental anguish"). In 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and anaemia ("bleeding: anemia"). The patient was treated with surgery (total laparoscopic hysterectomy (full), salpingectomy (bilateral), cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia and anaemia had resolved and the vaginal haemorrhage, depression, anxiety and female sexual dysfunction outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date, previously (B)(6) 2010 was reported and now (B)(6) 2014. Plaintiff received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse, menorrhagia (heavy menstrual bleeding), anemia, general abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded; on (B)(6) 2014: total bilateral occlusion, preliminary scout radiograph of the pelvis identifies bilateral essure micro-inserts in place, bilateral essure micro inserts in place. Lot number: b94872, manufacture date: 2013-11, expiration date: 2016-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.